Event description:
It was reported that dashes for battery impedance were displayed instead of values. Attempts to recalibrate measured data through the engineering test page were unsuccessful, so the pulse generator was replaced.

Manufacturer narrative:
Final analysis found that inadequate resistor conductivity was the cause of the inappropriate measured data.